Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, rod holder was not working properly. The screw extensions tips were bent and aren't screwing in properly. I haven't inspected it myself to determine the actual issue but will pick it up and send it in shortly. This report is for one (1) hook/screw holder with 4.0mm hex. This is report 1 of 2 for complaint (B)(4).